Event description:
The clinic reported that a laser vision correction patient presented with folds/wrinkles in right eye 2 weeks post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of distance eye not seeing well and blurry vision since last week. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015 right eye pre-op 20/20, -6.50 x -.25 x 15. Left eye pre-op 20/20, -6.00 x -1.25 x 35. Account reported that patient had flap stretch to remove wrinkles and that symptoms resolved on (B)(6) 2015.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.